Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 807:05. It is unknown when this event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 5.03.00 categorized as unremediated. During review of the event history by baxter it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
Device evaluation: the reported condition of failure code 807:05 was confirmed but not duplicated. The root cause was determined to be corrosion on the phm pcb ( pump head module printed circuit board) channel a (at c66). The channel a phm was replaced to correct the reported condition. Should additional information becomes available; a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed no previous service events were related to the reported condition.